Manufacturer narrative:
The investigation for the console (aic) purge issue has been completed. After reviewing the imc logs for (B)(6), the reported flow detector/placement signal issues were unable to be confirmed. There were no signs of placement signal issues or alarms in the imc logs around the reported complaint date time frame. The aic was returned for evaluation. The reported flow detector/placement signal issue with (B)(6) was unable to be reproduced. The placement signal issue was unable to be determined due to the inability to reproduce. No problem was found with this aic after testing. The reported issue was likely use related.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella console flow detector is not working. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include placement signal issue description. H6 updated to include placement signal coding. D4 unique identifier (UDI) # updated. D10 concomitant medical products and therapy dates updated.

Event description:
The complainant also reported that the placement signal on the automated impella controller might have disappeared during use.